Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was discovered during an implant procedure for a penta lead and eon mini ipg, the pt had an existing eon mini ipg implanted with the cut ends of two leads attached. There were no leads in the epidural space. It was determined the pt had not charged her ipg in 6-12 months. The ipg was removed and a new ipg and lead were implanted. The pt is now receiving affective stimulation.